Manufacturer narrative:
A total of five valves were placed in the patient [1 x piv-v9, 4 x piv-v7] for a total of five related event reports filed separately associated with the same patient. Device remains implanted.

Event description:
Svs valve placement procedure was performed at a (B)(6) trial site on (B)(6) 2017. A total of five valves were placed to occlude the right lower lobe; one 9 mm valve (piv-v9), and four 7 mm valves (piv-v7). On (B)(6) 2020, the patient contacted the study site with dyspnea, thoracic pain, and sao2 of 90%. The site recommended the patient see a doctor and have a chest x-ray performed. The patient went to his local hospital ER where sa02 was 81% and copd infection was observed. The patient was admitted to the hospital ICU for 7 days for acute copd exacerbation. Patient was intubated for 4 days, then under bilevel positive airway pressure (bipap) therapy. The event characterization was later determined to be related to pneumonia located in the valve-treated lobe (see descriptions below). On (B)(6) 2020 the patient was transferred to the (B)(6) study site and admitted into the ICU. Patient was intubated on mechanical ventilation. A chest tube was placed to remove large pleural effusion. A bronchoscopy was performed for microbiological cultures and to access the bronchial tree, particularly on the right lobe to evaluate for mucus plugging. It was determined that the condition could be managed leaving the valves in place. On (B)(6) 2020 the patient was successfully extubated. On (B)(6) 2020 the thoracic tube was removed, and condition improved as noted by chest x-ray. The patient was discharged from the ICU to the hospital ward. The svs valves were noted to be well positioned. On (B)(6) 2020 deterioration of the thoracic condition was observed. A scan was performed, and increased pneumonia observed in the right lower lob, despite antibiotics. The decision was made to remove the svs valves. Physician noted that the procedure was difficult due to coughing and only three (3) of five (5) svs valves were removed [one piv-v9 and two piv-v7]. It was determined the two (2) remaining valves could be removed at a later date based upon evolution of the infectious process. Due to the patient¿s condition (fatigue and deconditioning), the physician has decided not to remove the two (2) remaining valves [piv-v7]. The physician has determined that the event was associated with pneumonia in the valve-treated lung, possibly related to the svs valves. On (B)(6) 2020 the subject returned to ICU for gi bleeding. The gi bleed was determined to be unrelated to device and not related to the procedure. Information regarding cause of the gi bleed was not available at the time of this summary. On (B)(6) 2020 the physician confirmed that no signs of infection were seen on the svs valves, but there was clearly pus going out of the lobe after removal of the valves. Cultures of the secretions were done; however no cultures of the valves were performed. On (B)(6) 2020 the patient was discharged from the ICU and transferred to the ward. On (B)(6) 2020 the site confirmed that the gi bleeding was secondary to two bulbar ulcers identified via gastroscopy. It was confirmed this event was not related to the device or procedure. Both the pneumonia and the hemorrhage are ongoing, and the subject remains hospitalized. Valves were not returned; however the physician will be providing photographs to the manufacturer.

Manufacturer narrative:
A total of five valves were placed in the patient [1 x piv-v9, 4 x piv-v7) for a total of five related event reports filed separately associated with the same patient. This is a follow up report to medwatch# 29269. As the patient recovered from pneumonia, the last two valves were removed. The patient was discharged from the hospital on (B)(6), 2020. H3 other text : not returned to manufacturer.

Event description:
On (B)(6) 2020 a patient enrolled in the emprove extension study in canada called the reporting person, a research nurse at the hospital, in distress. The patient was experiencing increased dyspnea and thoracic pain. The patient had an sao2 of 90% and was reporting no symptoms of infection. The patient was advised to see a doctor and to have a chest x-ray. The next morning the reporting person was informed that the patient went to the ER at another hospital the previous evening the reporting person called a nurse at the hospital for current status of the patient. The patient had been admitted and an sao2 of 81% and copd infection were reported. The reporting person characterized the adverse event as: acute exacerbation of copd that is acute onset, life threatening, and requires hospitalization. The date of the placement procedure was(B)(6) 2017. Five total valves were implanted, one 9 mm valve (piv-v9), and four 7 mm valves (piv-v7). The lot numbers for the five valves were: 9 mm valve: w00726-01, 7 mm valves: w00272-01, w01367-01 (x2), and w00359-01. Update: additional information was received on 7/27, 7/29, and 7/30. Three valves removed were 1 x piv-v9 lot# w00726-01, location rb9, valve size 9mm; 1 x piv-v7 lot# w00359-01, location rb6, valve size: 7mm; 1 x piv-v7 lot# w01367-01, location rb10, valve size: 7mm. Patient was admitted to ICU in his local hospital for 7 days. During that time, intubation for 4 days, then under bipap. Pneumonia in the valve-treated lobe. On (B)(6), patient admitted in ICU at local hospital. Intubation. Right pleural effusion observed. Thoracic tube was placed. (B)(6): bronchoscopy performed. Valves well positioned. (B)(6): patient was extubated. (B)(6): thoracic tube was removed. Patient was improved per chest x-ray and patient was discharged from ICU. (B)(6): deterioration of thoracic condition. Scan was performed; pneumonia increased. Physician decision taken to remove valves. Physician reported it was a difficult procedure. Based on patient's condition, only 3 valves of 5 were removed. (B)(6): the pneumonia is ongoing and the subject remains hospitalized. Update: this additional information was received on 8/21/2020. As the patient's condition continued to improve, (B)(6): fourth valve of five was removed. (B)(6): last valve removed. (B)(6): patient discharged from hospital. This is the second of five related complaints.